Manufacturer narrative:
Updated root cause :the failure that triggered the complaint was due to multiple points of failure with the operators¿ interaction with system. Incomplete or no break of frangible on the second acd-a bag, did not verify that the acd-a was dripping in the spike chamber, and did not monitor the procedure for signs of clumping or clotting and appropriately react, i.e.change ac ratio or confirm ac was dripping. The disposable and system both operated as intended with no defect. Corrective action: an internal CAPA has been initiated to determine if further investigation into root cause and implementation of corrective and preventative actions for the issue is necessary.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct's internal risk evaluation documentation, proper use of the spectra optia requires careful monitoring for clotting in the system as stated in the spectra optia operator's manual and the cmnc procedure guide. The product loss in this event and the subsequent requirement for medical intervention and repeat apheresis appear to have been the result of improper operation of the spectra optia device. Correction: the customer was provided with support documentation; quick reference guides for the correct connect apheresis connection system and correct connect luer. Updated corrective action: no corrective or preventative action is needed for this record atthis time. The review indicates that the failure associated with this record did not exceed established statistical limits per procedure.

Manufacturer narrative:
This report is being filed to provide additional information. A terumo bct service technician visited the customer site and a full machine checkout was performed. The machine is functioning per manufacturer's specification. A functional test was successfully performed on the ac fluid sensor, the occlusion and speed on the pump ac. An autotest was successfully performed. Updated root cause: per the customer¿s statements, during changing to the second acd-a bag the new acd-a bag was connected but the frangible was not fully broken to allow acda to flow as evidenced by acda left in the bag. The system operated as intended. Rdf analysis indicates that root cause is possibly related to patient physiology instead of unbroken frangible. However, the customer¿s observations of the frangible not being fully broken and that there was acda remaining in the second bag indicates that the root cause for clotted product is actually related to operator not breaking the frangible on the second acda bag.

Manufacturer narrative:
Investigation: the customer stated that while the operator was transferring the collected product into another product bag in the lab, more clots were observed.the customer stated that they are aware that when the second acda bag was hung, the frangible was not fully broken and acda was not flowing correctly into the optia system. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event.root cause: review of the rdf and associated interface aim images for this procedure confirmed the presence of mild clumping in the collect port from the onset of the procedure.the clumping persisted at a low-level for the duration of the run. Review of the interface aimimages showed clumping in the connector and collect port did not worsen after this point as is typically observed when the frangible is not completely broken. Furthermore, there were no reservoir alarms, return pressure alarms, or return line air detector alarms generated during thisrun. These alarms are all commonly seen when insufficient ac is being delivered to the system.thus, these signals suggest that the clumping experienced during this procedure was likely relatedto the patient¿s individual blood physiology and inadequate anticoagulation of the extracorporeal circuit from the beginning of the run.the signals in the rdf indicated that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. Furthermore, there were no alarms during ac prime to suggest an occlusionwas present in the ac line at the start of the procedure.

Event description:
The customer reported that an autologous stem cell transplant patient was undergoing aspectra optia stem cell collection procedure. During the procedure, the operator hung a second bag of anti-coagulant (acda) and they received an alarm. While troubleshooting , the operator noticed that the optia machine displayed that 1440ml of ac was used, however, the acda bag was full. The operator stopped the procedure without rinseback and noted a ¿big clot¿ in the collection bag. Per physician¿s order, the collected product was discarded. The patient was remobilized and scheduled for another stem cell collection procedure. Due to EU personal data protection laws, the patient information is not available from the customer. Patient¿s gender and weight were obtained from the run data file (rdf).the spectra optia stem cell collection set is not available for return because it was discarded by the customer.